Event description:
It was reported that the camera on the 9800 system would not rotate. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable and fluoro functions board were replaced during the service call. The system was tested and found to be working as intended and put back into service. This MDR is related to ge healthcare complaint number.